Event description:
On (B)(6) 2021 nalu was made aware of patient experiencing a tingling sensation in extremities as well as headaches when using cell phone. Patient stated the sensations began approximately two weeks prior and corresponded to a change in cell phone providers. Patient also reported that when nalu stimulation is turned on, patient feels it down the leg despite never having had this sensation prior to two weeks ago. In the history of having the nalu implant, patient has never felt paresthesia in legs. Patient reported this experience when the external transmitter module (etm) is connected on parameters: 40 ma, 40 hz, 400 s. Impedances were found to be within normal range. Prior to this, patient had been stable and experiencing 95% pain relief. Patient was instructed to leave the nalu device turned off for two weeks during troubleshooting. During that time the patient stated still experiencing the same sensations and requested to have the system explanted. Nalu was made aware on (B)(6) 2022 that an explant was performed. The date of explant and additional details around the procedure and outcome were not made available to nalu.